Event description:
It was reported, "patient felt grinding, crunching, screeching in right leg, felt unstable. No major pain, except when sitting. Denies any injury or problem with hip. Alumina head is in pieces."